Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip guide wire loop of a 5f exoseal vascular closure device (vcd) does not come out, and the indicator window cannot change color. There was no reported patient injury. A 5f non-cordis sheath was used. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the tip guidewire loop of a 5f exoseal vascular closure device (vcd) did not come out, and the indicator window did not change color. Hemostasis was achieved via manual compression. There was no reported patient injury. The device was stored and prepared per instructions for use (IFU) guidelines. The device was inspected before use with no anomalies noted, and there was no visible damage to the indicator wire. The indicator window faced up during retraction and did not change at all. Upon removal, the indicator wire loop was not observed. There were no visible signs of device or packaging damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified through angiography, with the insertion angle between 30¿45 degrees, and the vessel diameter confirmed to be =5 mm. There were no signs of calcium, plaque, tortuosity, stenosis greater than 50%, nearby stents, prior closure within thirty days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the puncture site. The patient underwent an interventional procedure using the exoseal vcd via a retrograde approach. The physician was certified in using the device. The patient¿s body mass index (bmi) was not over 40. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection revealed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was not deployed. A non-cordis 5f catheter sheath introducer (csi) was returned inserted on the device. The indicator window was observed in the black/white position. No additional anomalies were noted during the visual inspection. The functional deployment simulation could not be performed, as the unit was received with the guard already locked. Examination of the distal end of the delivery shaft showed that the plug was completely covering the indicator wire port. The plug was manually removed, and the distal end of the indicator wire was observed. An attempt was made to reset the unit after plug removal; however, the indicator wire could not be deployed. It was noted that dry organic matter was clogging the indicator wire port, likely creating high resistance and friction that impeded indicator wire mobility. Attempts to remove the organic matter using ultrasonic washing techniques and a peroxide solution as a cleaning agent were unsuccessful. The reported event of ¿indicator wire-deployment difficulty-unable¿ was observed through analysis of the returned device since the indicator wire was not deployed with the cowling/guard depressed and the deployment lever not depressed. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the inability to deploy the indicator wire, as the received condition of the device compromised the testing of the mechanism. The dried, swollen plug was obstructing the indicator wire port, and after the plug was removed, the port was further obstructed by dried organic matter that could not be cleared. As this dried organic matter would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced during the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ neither the product analysis, nor the information available for review suggests that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip guide wire loop of a 5f exoseal vascular closure device (vcd) did not come out, and the indicator window did not change color. Hemostasis was achieved via manual compression. There was no reported patient injury. The device was stored and prepared per instructions for use (IFU) guidelines. The device was inspected before use with no anomalies noted, and there was no visible damage to the indicator wire. The indicator window faced up during retraction and did not change at all. Upon removal, the indicator wire loop was not observed. There were no visible signs of device or packaging damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified through angiography, with the insertion angle between 30¿45 degrees, and the vessel diameter confirmed to be =5 mm. There were no signs of calcium, plaque, tortuosity, stenosis greater than 50%, nearby stents, prior closure within thirty days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the puncture site. The patient underwent an interventional procedure using the exoseal vcd via a retrograde approach. The physician was certified in using the device. The patient¿s body mass index (bmi) was not over 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.